Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the safety clip didn't work. Customer put on the tray after they used the product. When they try cleaning off it, one of them was pricked with a needle. Reference MFR report # 9610825-2013-00234.